Manufacturer narrative:
The reported event was not confirmed. The service evaluation revealed the display is defective. The most likely cause is attributed to misuse. However, there are no problems found with the pressure regulation.

Event description:
It was reported by a medical technician that during inspection it was found that the pat regulates pressure even when there is resistance. There was no harm for patient, operator or third party. There was no case involvement. No further information received. Update on 4-feb-2025: further information was received on 26-jan-2026 that the failure occurred during an arthroscopic knee surgery. The device did not regulate the pressure correctly. The surgery on (B)(6) 2025 was completed successfully with the device. It was not necessary to do a second surgery.